Event description:
Ncpap (nasal continuous positive airway pressure) unit utilizing flowmeter representing blow-by mode using 3-4l o2 flow caused fluctuating with o2 administration. O2 reading went down to 21% when set at 35%, causing patient to desaturate into 70's. O2 saturation reading also fluctuated upward at random causing the patient to high sat. Should be noted that ncpap was used solely as a controlled blender, not in standard ncpap mode. The unit was supposed to act as a controlled blender in the bypass mode. It fluctuates greatly at low flow.